Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The caller had reportable aviva results discrepancies within 10 minutes. 9:29 p.m. 44 mg/dl 9:31 p.m. 103 mg/dl 9:34 p.m. 52 mg/dl 9:37 p.m. 59 mg/dl 9:43 p.m. 355 mg/dl 9:46 p.m. 117 mg/dl no adverse event was reported. A request was made for the return of the meter and strips.